Event description:
Additional information was received. A revision procedure was performed. An attempt to reposition was this lead was unsuccessful as the subclavian vein could not be accessed. A decision was made to remove this lead and the device and replace them in the future.

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted. When additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis confirmed this lead was electrically continuous and could not confirm the reported clinical allegation.

Event description:
Boston scientific received information that a red alert was displayed indicating the device was programmed to other than monitor + therapy. After review by the physician, the defibrillator was deactivated. This right ventricular lead dislodged. A revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead will be returned. Upon receipt analysis will be performed and this event will be updated.